Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted for female sterilisation and female sterilisation. The patient's medical history included endometriosis, dysmenorrhea, female sterilization and uterine adhesions. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy vaginal assisted laproscopic). Essure was removed on (B)(6) 2011. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. The reporter commented: right ostia: there were 5-6 coils visualized, left ostia: there were 3-4 coils visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: mr received: case category upgraded to serious incident. Previously reported event 'injury herself' was replaced by 'dysmenorrhea'. Medical history, removal date, patients date of birth, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted for female sterilisation and female sterilisation. The patient's medical history included endometriosis, dysmenorrhea, female sterilization and uterine adhesions. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy vaginal assisted laproscopic). Essure was removed on (B)(6) 2011. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. The reporter commented: right ostia: there were 5-6 coils visualized, left ostia: there were 3-4 coils visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.